Manufacturer narrative:
The customer did not return the impella pump for analysis nor did they share any of the imaging that would allow for investigation of the reported ai, such as the echo imaging performed when the pump was in position. To date no root cause has been determined. Should more information be shared that leads to a root cause, a final report will be filed.

Event description:
A male patient with a history of aortic valve disease was admitted for a valve replacement. The team found the patient to be in shock post-cardiotomy cardiogenic shock, and so the plan was to place an impella cp for hemodynamic support. The found the that the patient experienced aortic valve insufficiency (ai) when the impella was in position. The echo showed severe ai. The valve was termed "wide open". The team troubleshot by pump positioning changes and found that the ai was not resolvable. The pump was explanted.